Event description:
Wrist implant device was explanted in 2001 four mos after implant surgery. Pt had exerted force on the wrist area, heard a "snap", and experienced discomfort and pain in the implant region. Two of the eight screws had broken. No parts were returned to the MFR for evaluation.